Event description:
It is reported that the pt is experiencing constant pain and unable to straighten her leg.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Device history records could not be reviewed as the part and lot numbers are unk. No devices or photos were reviewed; therefore, the condition of the components is unk. These devices are used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.